Manufacturer narrative:
Correction to field h6: impact code.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart. The perforation was confirmed via x-ray approximately 3 weeks after initial implantation. Subsequently this lead was surgically abandoned and successfully replaced in order to minimize the likelihood of internal bleeding. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart. The perforation was confirmed via x-ray approximately 3 weeks after initial implantation. Subsequently this lead was surgically abandoned and successfully replaced in order to minimize the likelihood of internal bleeding. No additional adverse patient effects were reported.